Manufacturer narrative:
The event of ulcerations is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Further information from the healthcare professional revealed the patient was concomitantly injected with sculptra in the cheeks. Two days after symptom onset, the patient was also noted to have pruritus in the face in the morning, but it resolved with zyrtec. Upon exam 2 days later, it was determined the rash/pruritus and pain were unrelated to the ¿lip issue¿ and the juvéderm® ultra xc or sculptra and were instead due to the hypersensitivity from the prior keratin treatment from the month prior. Patient did develop some inner lip ulcerations; patient has a history of ulcers along the inside of their lips. Symptoms have resolved.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of blanching, occlusion, bruising, and scab are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: the product must not be injected into blood vessels. Introduction of juvéderm® ultra xc into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft-tissue fillers, for example, after insertion of the needle, and just before injection, the plunger rod can be withdrawn slightly to aspirate and verify the needle is not intravascular, inject the product slowly and apply the least amount of pressure necessary. Rare, but serious, adverse events associated with the intravascular injection of soft-tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care professional specialist should an intravascular injection occur (see health care professional instructions #13). Injection site reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days in facial wrinkles and folds, and typically last = 14 days in the lips. Refer to the adverse events section for details. Adverse events. The most common injection site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Clinical evaluation of juvéderm® ultra xc for lip augmentation. In a randomized, controlled clinical trial to evaluate the safety and effectiveness of juvéderm® ultra xc for lip augmentation, 213 subjects were randomized to treatment and received injections in the lips and perioral area (n = 157), or to delayed-treatment control, and had treatment delayed 3 months (n = 56). Injection site responses (isrs) reported by > 5% of the 193 subjects who completed post-treatment diary forms after initial treatment are summarized. The majority of isrs were mild or moderate in intensity, and their duration was short lasting (14 days or less). Isrs reported after touch-up treatment and repeat treatment were similar to those reported after initial treatment. Isrs that lasted beyond the 30-day diaries were considered adverse events. Adverse events were also reported by the treating investigator at follow-up visits. After initial treatment (or touch-up treatment if performed), a total of 168 treatment-related adverse events were reported in 29% of subjects (60/208). In general, aes were mild (77%, 130/168) or moderate (16%, 27/168), resolved without sequelae (93%, 156/168), and required no action (91%, 153/168). Aes typically resolved within 3 months. Treatment-related adverse events that occurred in > 1% of subjects were injection site mass 16% (33/208), induration 10% (21/208), discoloration 5% (10/208), pain 4% (9/208), bruising 3% (7/208), swelling 3% (7/208), erythema 2% (4/208), and reaction 2% (4/208). Similar aes were reported after repeat treatment. In the clinical study, 11 severe treatment-related adverse events occurred in 4 subjects. These adverse events include angioedema and injection site mass, pain, bruising, swelling, erythema, and hypertrophy. All of these events resolved without sequelae, and all except the angioedema required no action. One subject experienced angioedema in the upper lip following topical anesthetic application of 25% lidocaine/7% tetracaine and injection of juvéderm® ultra xc, which resolved following administration of oral antihistamine, hyaluronidase injection, and oral anti-inflammatory medication. Functional features of the lips, including lip sensitivity, sensation, and speech were assessed before treatment and at follow-up visits after treatment. Minimal changes were noted in subject self-assessments of the function and sensation of the lips and mouth area, treating investigator assessments of other functional features of the lips and mouth area, evaluating investigator assessments of subjects¿ lip sensitivity, and speech and language pathologist assessments of subjects¿ speech and articulation at scheduled time points following treatment, thus demonstrating that lip function and sensation were unaffected by treatment with juvéderm® ultra xc. Subgroup analyses were completed to analyze isrs and aes in relation to fitzpatrick skin phototype, age, investigational site, gender, volume injected, plane of injection, injection technique, and injection site. No increased safety risks were observed for any specific groups. Postmarket surveillance: the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress. Vascular occlusion of vessels resulting in necrosis and vision abnormalities, have been reported following injection of juvéderm® products, with and without lidocaine, with a time to onset ranging from immediate to within one week following injection. These reported events likely resulted from inadvertent arterial injection. In many of these cases, the product was injected into the highly vascularized areas of the glabella, nose, and periorbital area, which are outside the device indications for use. Reported treatments include: anticoagulants, epinephrine, aspirin, hyaluronidase, steroid treatment, eye drops, hyperbaric oxygen, and surgery. Outcomes have ranged from completely resolved to ongoing at the time of last contact. Health care professional instructions: 13. If immediate blanching occurs, the injection should be stopped and the area massaged until it returns to a normal color. Blanching may represent a vessel occlusion. If normal skin coloring does not return, do not continue with the injection. Treat in accordance with (B)(4) guidelines, which include hyaluronidase injection."

Event description:
Company representative reported on behalf of a healthcare professional who noted that immediately after injection in the lips with 0.6 cc of juvéderm® ultra xc the patient experienced "really bad bruising" and "a little bit of blanching" at the injection sites. The patient also suffered from an "occlusion." The doctor immediately treated the patient with hyaluronidase. The patient was sent home and the symptoms continued to get worse. The patient was seen the next day and received another treatment of hyaluronidase. The patient was also prescribed valtrex and steroids. Approximately 2.5 weeks after injection the patient "is much, much better today" but does still have "a little scab on the right hand side." The doctor feels the scab will heal up okay. Before the juvéderm® ultra xc injection, the patient received "eyelash extensions" and "keratin hair treatment." The patient had a "bad reaction" to both of those procedures as well. The injecting physician provided clarification of the following information: after injection there was ¿only a small amount of bruising and delayed capillary refill.¿ the area was massaged and immediately injected with hyaluronidase. The lip then pinked up and bruised. Lips have capillary refill. The patient was then given ointments and valtrex and the physician gave the patient a prescription for steroids. The patient didn't take steroids. Patient was seen every 2 days. On the 13th day the patient presented with a micro occlusion and was re-injected with hyaluronidase. Approximately 2.5 weeks after injection the patient made a complete recovery and has full viability of tissues.